Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('device breakage'), pelvic infection ('pelvic infections') and multiple episodes of autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto disease', 'hashimoto') in a 33-year-old female patient who had essure (batch no. A64266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included ovarian cyst. Previously administered products included for prevent pregnancy: mirena from 2007 to 2011. Concurrent conditions included micturition frequency decreased, sinus pain and discharge vaginal. Concomitant products included norethisterone (micronor) since (B)(6)2013 for birth control as well as diloxanide furoate;metronidazole benzoate (flagyl plus) since (B)(6)2017, levothyroxine since 2016, naproxen from 2016 to 2018 and ondansetron since 2015. On (B)(6)2013, the patient had essure inserted. In (B)(6)2015, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and fatigue ("fatigue"). In (B)(6)2017, the patient experienced the first episode of autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6)2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), the second episode of autoimmune thyroiditis (seriousness criterion medically significant), complication of device removal ("they were unable to remove the coils without removing fallopian tubes because the device shredded"), psychological trauma ("psych injury"), vulvovaginal mycotic infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and pelvic infection (seriousness criterion medically significant). The patient was treated with celecoxib (celexa), citalopram, gabapentin, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vulvovaginal mycotic infection, urinary tract infection, pelvic infection, dyspareunia and back pain had resolved, the pelvic inflammatory disease, device breakage, the last episode of autoimmune thyroiditis, complication of device removal, psychological trauma, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, nausea and fatigue outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of autoimmune thyroiditis and the second episode of autoimmune thyroiditis to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain, abdominal pain, hashimoto, vaginal infection. Discrepancy noted in essure removal date:- (B)(6)2019 and (B)(6)2018. Discrepancy in patient date of birth:- (B)(6)1982 and (B)(6)1982. Most recent follow-up information incorporated above includes: on 30-oct-2019: plaintiff fact sheet and mr received, new reporter, patient demographic and concomitant condition, concomitant , treatment medication ,essure start stop date, lot number, new event abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: urinary tract, pelvic infections, autoimmune disorder type of disorder: hashimoto disease, migraines / headaches, nausea, device breakage, dyspareunia (painful sexual intercourse), back pain, fatigue, they were unable to remove the coils without removing fallopian tubes because the device shredded, pelvic inflammatory disease and outcome were added event vaginal infection updated to vaginal yeast infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and autoimmune thyroiditis ('hashimoto') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (essure coil removal, on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the autoimmune thyroiditis, psychological trauma, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, bladder disorder, dysmenorrhoea, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain, abdominal pain, hashimoto, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. ¿injury¿ replaced by new specific events: pelvic pain, dysmenorrhea, abdominal pain, hashimoto, psych injury, bladder/urinary problems and vaginal infection. Essure confirmation test was not performed. Essure was removed by surgery. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.